Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that increased threshold was observed following implant. Lead was explanted and replaced. Patient is well.